Manufacturer narrative:
Inspected one opened/used sensor and performed bicarbonate buffer test per specification. Sensor failed per specifications due to high readings.

Event description:
The customer reported that the he had sensor difficulties. Customer stated that sensor reading was over 400 mg/dl and meter reading of 46 md/dl. Customer stated he entered it and got calibration error, he requested second calibration and received another calibration error and change sensor. Customer tried to restart and got a sensor error and he changed the sensor. Troubleshooting was done. Customer's blood glucose was 54 mg/dl. Customer treated with fruit and sandwich. Advised the customer the sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.